Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the product is working as expected and solved initial concern - able to establish contact with customer and stated that the product is working as expected.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 125-140mg/dl. The customer did report symptom of feeling nauseated. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 197 and 207mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 8/31/2020 and open vial date is 7/2/2019. The meter memory was reviewed for previous test result history. (B)(6).